Event description:
It was reported that during an open thoracotomy, right lobectomy procedure, the device was used to mobilize and take some vessels, in addition to a stapler that was standard for this case. The harmonic did not perform well. Hemostasis was not achieved when taking a 3-4 cm pulmonary vein branch. The initial transection was completed with advanced hemostasis mode, and when the device was taken off the tissue, pulsing blood was evident. Pressure was applied, and the surgeon attempted a second activation with advanced hemostasis. Hemostasis was not achieved. A suction device was used, and their was significant blood loss. Two units of blood were called for, and one was used immediately, along with a medtronic cell saver device to capture, circulate, and potentially reinfuse if needed later during the hospital stay. The surgeon achieved hemostasis after twenty minutes with sutures. The remained of the vessel transections were performed with a stapler.

Manufacturer narrative:
(B)(4). Additional information: did the surgeon confirm vessel was completed surrounded by the jaws before transecting? Yes the surgeon confirmed, but he and the pa both offered that the bloody field made it difficult to be 100% assured. When adv hemo used, was it used for the complete transection? Yes- used for the complete cycle. Is it possible of obtain the event log download from the generator used in the procedure? Yes, I can get the generator log for that procedure based on date and time. (Sent instructions on how to download).

Manufacturer narrative:
(B)(6). Additional information: the device with the serial number (B)(4) was returned in good physical condition. The device was tested with a generator and all buttons were functional. During the test media, the device performed as expected. There were no anomalies or alert screens noted with the functionality of the device. It could not be determined why the device hemostasis was not achieved.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.